Event description:
Caller stated that they obtained a result of lo and felt jittery and had shortness of breath. They drank orange juice and still obtained a reading of lo. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.